Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming was not confirmed as no products were returned for analysis. Multiple attempts were made to determine if the mobile power unit (mpu) would be returned for analysis; however, the information was not provided. This file will be reopened with further analysis if the mpu is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 08sep2020. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mobile power unit (mpu). Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 left ventricular assist device. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It is unknown which device the patient was implanted with at the time of the event/ there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was alarming with battery/wrench indicators with audible alarms. Powering the unit off/on and new battery installation did not resolve the alarms. Unit returning for evaluation.